Event description:
It was reported that physician dilated jugular vein with tissue dilator. The dilator broke as they were attempting to pull it out. The broken piece was located and no pt complications were reported.